Event description:
Drive end broke off during reaming process for tibial nailing. When the reamer broke off; an extended longitudinal tibial osteotomy was needed to remove the cutting end. While reaming the tibial canal; the reamer become lodged in the tibial shaft. While attempting to free the cutting end; the drive end fatigued and broke off requiring an "eplsitomy" - type osteotomy to release the reamer. The product was discarded.